Manufacturer narrative:
The device was received fully deployed. Corrosion and liquid were observed inside the device. The download data returned an 0x3d alarm, indicating that the step sensor was asserted before wire driven. Upon testing the fluid path, a tear in the unexposed portion of the soft cannula was observed. The leaking fluid can be seen exiting the site of the tear. Batteries were found to be depleted. The fluid leaking from the unexposed portion of the cannula is what caused the 0x3d alarm, the depleted batteries and corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 26.1 mmol/l (469.8 mg/dl). The pod reportedly alarmed while worn for between 5 and 24 hours on the arm. As treatment, a new pod was applied.